Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having jaw pain, tmj, and periodontist. Patient¿s dentist recommended that the patient discontinue using byte. No further information available.